Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that high impedance and a sensing anomaly were observed. However, the rv lead tested normal on psa and no anomalies were observed via x-ray. The ICD analysis was normal. Thus, a lead issue suspected.